Event description:
Debris was noted to be in the plastic pouch packaging of this device, affecting the sterility of the product. There was no pt involvement. The device is being returned for co's analysis.